Event description:
It was reported that there was undersensing and the caller questioned the functionality of the lead. It was also reported that impedance was low compared to previous values. It was further noted that unipolar impedance was higher than bipolar impedance. The lead is still in use. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.